Manufacturer narrative:
Blocks d9 & g3: the visions pv .018 catheter was returned for evaluation. Block h3: the visions pv .018 catheter was returned separated in two parts at the expanded single lumen (esl) section with broken microcables within the esl. One part includes the distal section (tip, scanner, and a portion of the esl with broken microcables) of the catheter that was stuck on a non-manufacturer's's guidewire. The other part includes the proximal catheter, which includes a portion of the esl and exposed broken microcables. Block h6: the probable cause of the observed failure is damage in use as evidenced by the expanded single lumen (esl) separation in two parts. Strain, impact, and forces associated with use can affect the integrity of the device.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Ethnicity: no information available. All reasonably known patient information is included in this report. Patient medical history: no information available. Suspect product information: not applicable for this device. Implant and explant date: not applicable for this device. User facility report #(B)(4). The visions pv .018 catheter has not been returned; therefore, product investigation was not performed. Removal number and remedial action: do not apply to this submission.

Event description:
It was reported that during a peripheral procedure, the inner portion of the manufacturer's catheter became lodged to the non-manufacturer''s guide wire. The guide wire had to be cut with the broken portion of the catheter stuck to the guide wire. This adverse event is being submitted because additional intervention was required for catheter removal. In addition, this product problem is being submitted because the manufacturer's catheter got stuck on the non-manufacturer''s guide wire.